Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). "Posterior capsule rupture" is indicated as a potential adverse event related to iol implantation in hoya IFU covered under the warnings section. IFU not followed - it was noted that bss was used. The precautions section of the product's instructions for use (IFU) states: the lens has been validated with sodium hyaluronate ophthalmic viscosurgical devices (ovds); the use of other ovds and lubricants may cause damage to the lens and potential complications during implantation. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. ((B)(4) model: 250). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Souf-g115-15) exact root cause was not determined. However, from our investigation, we believe the event is not related to our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation. It was noted that bss was used. Intra-operative complications were reported. A capsular bag rupture, emergency anterior vitrectomy, sulcus lens and follow-up in an opthalmic clinic. The patient has recovered and is fine.